Event description:
It was reported that a malfunction alarm occurred, identified as malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from cts to reset the pump, which successfully prevented the malfunction from recurring, and was advised to continue using the pump with instructions to report any further issues.